Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Voluntary medwatch report number mw5116850, mw5116851, mw5116852.

Event description:
A voluntary MDR/medwatch report was received on 04/28/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. The patient experienced inaccurate reading which occurred one day after the sensor had been inserted in the arm. On (B)(6) 2023, the patient¿s cgm displayed 306 mg/dl in the morning, but her bg was 269 mg/dl. Her tandem pump administered too much insulin causing her blood glucose to drop and she lost consciousness. Her spouse administered baqsimi (nasal glucose), and the patient regained consciousness. The cgm and bg values at the time of the event were not provided; however, the patient reported there was a 67-point difference between her cgm and bg values. Post-event, she experienced a headache which she treated with apap 1000 mg. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. It has been reported that there was a difference in readings of 67 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.